Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer's could not recall the values of the cgm and bg meter, although was able to provide blood glucose levels of 50 mg/dl and 93 mg/dl. The customer declined to provide additional information regarding the issue, therefore no additional information was obtained.